Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's current blood glucose is 138 mg/dl. The customer did experienced the symptoms such as abdominal pain and nausea. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.